Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Customer's observations were confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 26sep2012 to the present date 04nov2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was unknown damage to the device. No patient involvement was noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was unknown damage to the device. No patient involvement was noted.